Event description:
The customer reported that the 840 ventilator had a graphic user interface (gui) central processing unit (cpu) failure. Malfunction did not occur during patient use. The covidien customer service engineer (cse) verified the malfunction and replaced the graphic user interface (gui) printed circuit board assembly (pcba) and graphic user interface (gui) to breath delivery (bd) cable assembly. Ventilator passed self-tests.

Manufacturer narrative:
(B)(4).